Manufacturer narrative:
Date of event: date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins moved and was sticking out of their skin. The ins had been like that for a year, and they had gone to see their healthcare provider who said the ins was fine. The ins really didn't bother them, but they noticed that the ins would sometimes get caught when they sat in their porch chairs. Now the ins was causing pain in their hip, and it felt like the ins was pulling on that area. The patient was redirected to their healthcare provider to further address the issue.